Event description:
Critically ill pt in cardiac catherization lab undergoing diagnostic procedure to determine location of dissecting aneurysm when the equipment failed, - shut self down requiring transfer of pt to a second catherization lab. The equipment failed at 0112. Transferred to second room when pt went into electromechanical dissociation. Coded at 0128. Unsuccessful resuscitation efforts. Pronounced at 0143.